Manufacturer narrative:
A thorough investigation was performed in engineering to identify the root cause of the reported issue. It was determined that the image quality difference between what is displayed on the ultrasound system and flexview is very likely due to not selecting the right settings on flexview. A workaround was suggested to the customer. The engineering team determined the system was performing as designed. The system is safe and effective for its intended use. Note: the serial number, catalog number, gtin and product name were incorrectly listed in the initial emdr. Correct serial number is (B)(6). Correct catalog number is 795231. Correct gtin number is (B)(6). Correct product name is epiq cvx. The respective fields have been updated.

Event description:
The customer reported the epiq cvxi ultrasound system was not available during a critical procedure. The epiq system was being used during a tricuspid procedure and was displaying poor image quality. The user attempted to make image quality adjustments but ultimately exchanged the system to complete the procedure. There was no allegation of patient/user harm, injury, or death. An investigation is underway to determine the root cause of the issue. A follow-up report will be provided upon investigation completion.